Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: on examination, there were no visible signs suggestive of moisture ingress. There was no visible moisture behind the display lens or in the battery compartment or cartridge compartment. As part of the investigation, a leak test was performed which revealed a leak at the battery compartment. Examination revealed a crack in the battery compartment. The pump was opened for investigation and did not reveal any evidence of moisture ingress inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.